Manufacturer narrative:
The product was not returned for analysis, results from the product history record review indicated the product met release criteria. There are no other reports in the lot. Follow-up questionnaire was sent on 10/20/2007. Follow-up phone call was made on 10/25/2007. A completed questionnaire was received on 11/07/2007.

Event description:
A surgeon reported a pt has poor near vision six weeks following cataract extraction and intraocular lens (iol) implant surgery. The surgery and follow-up period were uneventful. The cause of the poor near vision is not known.